Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found with a broken grip cable within the yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) found unrelated to the reported complaint included: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. A result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, after less than an hour of surgery, the cables at the end of the fenestrated bipolar forceps instrument broke. The procedure was completed as planned with no reported injury.